Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "failed downstream occlusion test" was not reproduced. The device was tested for downstream occlusion detection at high, medium and low settings with passing results. A service history review revealed the device has been previously serviced within the last 12 months but for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the force sensor calibration values were found out of range which is a known contributor to the reported issue. The force sensor scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test in the biomed service department. There was no patient involvement. No additional information is available.